Event description:
It was reported that the patient experienced recurring incontinence and urethral atrophy due to their artificial urinary sphincter cuff. Erosion was ruled out via cystoscopy. The cuff was replaced with a 4.0 cm cuff. The patient had no further complications. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.